Manufacturer narrative:
Updated fields: b1, b2, h1, h2, h3, h6, h11. Corrected fields: b1, b2, h1, h5, h6, h8. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip tang at the end of the grip assembly (grip tang). A piece measuring approximately 4.16 mm x 1.74 mm in size was found to be broken off. The broken piece was not returned with the instrument. The instrument was also found to have a damaged conductor wire insulation at the force amplification pulley. There was fragmentation of the insulation, and it was still attached, and the internal conductor wires were exposed. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved a problem with the instrument tip, where a small piece broke off but was retrieved. There were no damaged wires at the instrument wrist or broken grip/pitch cables. The instrument tip was damaged, preventing it from closing properly, but no uncontrolled motion or opposite direction movement was reported. The instrument remained static as the jaws would not open or close. There was no bending or misalignment of the jaws, and no loose components were found on the distal end. The piece of the jaws detached inside the patient's anatomy but was retrieved during the same procedure. No post-operative tests were performed, and there were no difficulties in removing the instrument through the cannula. The procedure experienced a delay of less than 15 minutes. There were no photographic images or videos available for review, but the instrument was available for return to intuitive surgical, inc. (Isi) for evaluation. Patient demographics were obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.